Event description:
It was reported that during a hernia procedure, the tissue pad was nearly torn off. Another device was used to compete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.